Event description:
It was reported that pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman laa closure device & delivery system was inserted into the watchman access system. Release criteria was met and the closure device was successfully implanted. The patient left the catheterization lab in stable condition. Approximately 5 hours later, the patient experienced a drop in their blood pressure. A transthoracic echocardiogram (tte) was performed revealing a pericardial effusion with tamponade. A pericardiocentesis was performed and 600ml of fluid was drained. The patient was in stable condition and was discharged home the following day. The patient returned a week or so later with pericarditis, they were treated with antibiotics.